Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6) 2009. Patient has experienced extensive pain and discomfort, as well as elevated levels of cobalt and chromium in his blood. Patient has not yet had the right asr hip implant revised. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Upon entering, it was noted that patient had a pseudo tumor.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.